Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose level was 61 mg/dl at the time of incident, 105 mg/dl and 52 mg/dl. The customer was treated with food. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer also reported the site was actively bleeding. Customer would not like to continue troubleshoot site issue. The insulin pump will not be returned for analysis.